Manufacturer narrative:
Unit power up properly after battery installation and programmed with correct time and date. Unit was monitored for 24 hrs and no time anomalies were noted. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error or pump error detected alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer had originally received a power error alarm and was able to clear it. The self-test passed. Their blood glucose was 120 mg/dl. Customer noticed that the time on their pump was fast by 5 minutes. They were advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan. Insulin pump will be returning for analysis.